Event description:
Reporter stated that a neonate capillary sample was measured, using the inform system, with a result of 71mg/dl. Within 10 minutes, an additional capillary sample obtained from the same neonate, measured 50 mg/dl in the facility's lab. Reporter indicated that the neonate was not treated based on the values obtained on the inform system. The discrepant results were obtained in a hospital. Reporter did not indicate if quality control testing had been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.